Manufacturer narrative:
Catheter model #: 8709, lot#: j11328r41, implanted: 2002 (B)(6), explanted: 2011 (B)(6).

Event description:
It was reported that the health care provider had inherited the patient; he was not sure exactly what the issue was. It was believed to be a catheter malfunction so the catheter was revised when the pump was replaced. The pump contained baclofen 2000 mcg/ml at a dose of 121.2 mcg/day.